Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d.9, h.3, h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening assessed as fold flaw opening. Additional observations: creases are observed. Wear abrasion is observed. Yellow particles on device inner surface are observed. Brown particles on the fill channel were observed on the shell. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Device has been explanted and replaced.